Manufacturer narrative:
Date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was smoking. The event occurred during testing. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
H3/h6: one device was returned for analysis in used condition. Visual inspection showed a crack on the top case and plunger case. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log could not be reviewed because the device would not power up. Functional testing confirmed the customer reported issue. The printed circuit board (pcb) was not working as intended. The investigation determined the cause of the issue was the defective pcb and the pcb was replaced.